Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. After the dissection process was completed, the canula was set up to start branch ligation. However, every time the canula was inserted into the leg, the co2 pressure would not increase to provide a tunnel to work in. All connections were checked and, after several attempts to correct the issue, it was felt that the canula was not allowing co2 to enter the leg. Therefore, the defective device was removed from the surgical field and new hemopro 2 kit was opened. This kit worked as expected and the remainder of the case was finished without any other issues. No injuries occurred due to this defect.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. After the dissection process was completed, the canula was set up to start branch ligation. However, every time the canula was inserted into the leg, the co2 pressure would not increase to provide a tunnel to work in. All connections were checked and, after several attempts to correct the issue, it was felt that the canula was not allowing co2 to enter the leg. Therefore, the defective device was removed from the surgical field and new hemopro 2 kit was opened. This kit worked as expected and the remainder of the case was finished without any other issues. No injuries occurred due to this defect.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 through jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 02/03/2022. An investigation was conducted on 02/22/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cannula was observed to be intact, no visual defects were observed. The insufflation tube and the water tube were observed to be intact. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson. A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The values displayed were within specified acceptable range which is 2195 sccm. Based upon the returned condition of the device and the results of the investigation, the reported failure "improper flow or infusion" was not confirmed.